Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, bleeding and dyspareunia. It was reported that patient underwent on (B)(6) 2013 apical mesh excision and cystourethroscopy due to mesh exposure. On (B)(6) 2014 patient underwent vaginal removal of mesh due to vaginal apical mesh erosion from sacral colpopexy. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. Monarc hammock is referenced, but no clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy and total abdominal hysterectomy.